Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the procedure, it was noted that the balloon ruptured inside the patient which caused minimal tissue damage. Reportedly, the injury was treated "normally" and the patient was monitored for bleeding. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure on an unknown date. According to the complainant, during the procedure, it was noted that the balloon ruptured inside the patient which caused minimal tissue damage. Reportedly, the injury was treated "normally" and the patient was monitored for bleeding. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 1074 captures the reportable event of balloon burst. Investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally. No other issue was noted on the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to the manner as the device was handled and manipulated. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was not used in the indicated anatomy location of the esophagus. It is most likely that the failure may be related to the device being used in an anatomy location for which it is not recommended to be used, and this condition could have caused the damage found in the balloon, affecting the performance and intended purpose of the device and leading to the cause of the reported adverse event. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.